Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator created more pain in the abdomen. This happened 'right away' and he probably had it for a year and just endured it. Caller states the doctor removed the ins and kept the leads. Caller asked why the doctor left the leads in and if (B)(6) would cover another surgery and stated that he has had mris in the past with no problem. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 39565-30, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I. It was reported that the patient¿s ins was explanted and the lead remains inside the patient. The reason for the explant and the date that it occurred were unknown to the caller. No symptoms or complications were reported. Additional information was received from the patient on (B)(6) 2018. It was installed to control their pain. It was effective for about one year. However, it also caused pain at the control implant site. The healthcare professional (hcp) removed it but not the wires. They have no idea what the hcp did with the explanted ins. The patient noted that they can no longer have mris as a diagnostic tool according to their hcp. Their weight at the time of the event was between 180 and 200 pounds and it still remains about that weight. No further complications were reported/are anticipated.